Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an infection at the implant site. Reimplantation is planned, however, has not taken place as of the date of this report, march 2nd, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct implant date is (B)(6), 2009, as previously reported. This report is filed (B)(6), 2015.